Event description:
The customer reported a speaker malfunction message appears on the monitor sporadically, no other device was connected when the error message appears. The sound is not working from the monitor when the error message appears. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and acknowledged the problem. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The device was operational after replacing the speaker.